Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap nephrectomy procedure the doctor had a problem with vascular stapler yesterday. Only stapled part way and then got stuck, difficulty releasing it, when it did it hadn't cut. He converted to open. Doctor tried to fire it out of the patient, and so then disposed of it. No product will be returning.